Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there have been variable impedance on the non-boston scientific right atrial (ra) lead since 2016. Boston scientific technical services (ts) was asked for a review, and they discovered noise possibly due to myopotentials. The field representative reproduced the noise when having the patient push their hands together. The noise was being oversensed on the atrial channel, which caused increased pacing in the ventricle. The patient also had retrograde conduction from the ventricle. Ts recommended they consider a revision procedure. The patient was programmed with rhythmiq; the physician decided against surgical intervention. The device and ra lead were later replaced due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there have been variable impedance on the right atrial (ra) lead since 2016. Boston scientific technical services (ts) was asked for a review, and they discovered noise possibly due to myopotentials. The field representative reproduced the noise when having the patient push their hands together. The noise was being oversensed on the atrial channel, which caused increased pacing in the ventricle. The patient also had retrograde conduction from the ventricle. Ts recommended they consider a revision procedure. The patient was programmed with rhythmiq; the physician decided against surgical intervention. The device and leads remain in service. No adverse patient effects were reported.